Manufacturer narrative:
(B)(4). During an atrial flutter right procedure, it was reported that there was a map shift on the carto 3 system, as the back patches had to be moved on a large patient. The catheter appearance on fluoro was on the left but view on the right side on the equipment. The catheters and cables were exchanged without no resolution. A new map was created and the case resumed with no patient consequence. The issue was related to an incorrect work flow. Moving the back patches in mid case causes to modify body system coordinates and loses initial references. The resolution is to start and create a new map afterwards. The DHR associated with carto 3 # (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Event description:
During an atrial flutter right procedure, it was reported that there was a map shift on the carto 3 system, as the back patches had to be moved on a large patient. The catheter appearance on fluoro was on the left but view on the right side on the equipment. The catheters and cables were exchanged without no resolution. A new map was created and the case resumed with no patient consequence. On (B)(4), received additional information requested from the bwi representative stating that there was a map shift without any warning message. The map flipped on a y axis and all catheters shifted. Based on the additional information received, as no error or warning appeared on the equipment, this complaint became reportable.